Event description:
It was reported "a damaged wake button on the pump makes it difficult to open pump screen". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.